Manufacturer narrative:
Insulin pump received with high stop current due to corrode battery tube compartment noted. Pump received with broken battery tube thread noted. Pump passed displacement test, self test. Off no power test. However failed stop current test due to corroded battery tube compartment.

Event description:
The customer reported via phone call that the piece was missing of the battery compartment. The customer¿s blood glucose level was 138 mg/dl. The customer reported that in the history insulin pump had weak battery and battery out limit alarms. Customer reports damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.